Event description:
It was reported intermittent occlusion alarms occurred, which led to the customer's blood glucose level reading "high" several times, with specific values unknown. The customer addressed the high blood glucose level by administering a correction bolus via the pump and later resolved the issue by changing the infusion set and cartridge or simply resuming insulin. A replacement pump was sent to the customer due to ongoing occlusions.